Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin flow blocked alarm was found. Blood glucose was 250 mg/dl. Patient's current blood glucose was 159 mg/dl. Customer stated she treated with a shot. Customer stated the high blood glucose was due to the insulin flow blocked alarm. The insulin pump will not be returned for analysis.